Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): rob455 - mps philip brenner reported j6 error when impacting and arm will not return to holster. Reported a clicking when the arm was being pushed from room to room. While mps was in tka training, his coverage had told him that the arm locked up and an error showed on j6. Clicking while in motion was caused by a slight bend in the leveling foot. If the system is only up half way, it touches on one side of the caster. If the base is lifted completely, it remains clear without contact. Transmission was also in need of tensioning according to the service scripts. Case type: tha. Update per mps (B)(4): after reaming, once we began impacting the arm locked and the software threw a j6 error and would not clear. The surgeon impacted and completed the case manually. Completed manually due to j6 error. Delay of <15 mins.

Manufacturer narrative:
Device evaluation and results: (B)(4) reported j6 error when impacting and arm will not return to holster. While mps was in tka training, his coverage had told him that the arm locked up and an error showed on j6. Resolution: the reported j6 error was not able to be located in the logs. Transmission was in need of tensioning according to the service scripts. After a successful tensioning all numbers are within mako specifications. Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: (B)(4) is ready for is ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
(B)(4) reported j6 error when impacting and arm will not return to holster. Reported a clicking when the arm was being pushed from room to room. While mps was in tka training, his coverage had told him that the arm locked up and an error showed on j6. Clicking while in motion was caused by a slight bend in the leveling foot. If the system is only up half way, it touches on one side of the caster. If the base is lifted completely, it remains clear without contact. Transmission was also in need of tensioning according to the service scripts. Case type: tha. Update per mps alexander taylor: after reaming, once we began impacting the arm locked and the software threw a j6 error and would not clear. The surgeon impacted and completed the case manually. Completed manually due to j6 error. Delay of <15 mins.